Event description:
It was reported that a spinal cord stimulation (scs) patient underwent replacement procedure of the implantable pulse generator (ipg) due to unknown reason. The location of the device is unknown. No additional information is available at this time.

Manufacturer narrative:
The implantable pulse generator was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping, and no manufacturing deviations were noted that could have contributed to the event reported. A record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent replacement procedure of the system due to unknown reason. The location of the device is unknown. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.